Event description:
This is a new product and the first used in a pilot program at out hospital. Upon insertion of the central line, the physician/nurse were unable to obtain a waveform or flush the catheter. A second catheter, another type, was used successfully. No adverse effect was noted at the time. It is possible that this may have been user error but we cannot be certain.